Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found producing a false negative result. Solid cultures were used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: a sample found to be positive on solid culture (lj) was not detected by the mgit instrument after 42 days of protocol, although colonies were visible in the broth.

Manufacturer narrative:
H.6 investigation summary; material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1174698 was satisfactory per internal procedures. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other performance complaints have been taken on this batch. Retention samples from batch 1174698 (100 tubes) were available for inspection. The retention samples showed no defects in 100/100 tubes. The retentions were performance tested per procedure for growth and antibiotic susceptibility. All performance testing was satisfactory for growth and antibiotic susceptibility. One photo was received to assist with the investigation: the photo shows a partial tube. There appears to be white particles throughout the media. No product information is presented in the photo. Without product information a photo alone cannot confirm a complaint. A photo must provide the product, clear indication of the defect, and important product information such as batch/lot number must be included. No returns were received to assist with the investigation. This complaint cannot be confirmed. No actions are indicated at this time, bd will continue to trend complaints for performance. H3 other text : see h.10.

Event description:
It has been reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml has been found producing a false negative result. Solid cultures were used for confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: a sample found to be positive on solid culture (lj) was not detected by the mgit instrument after 42 days of protocol, although colonies were visible in the broth.